Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were experiencing a loss of therapy. On (B)(6) 2015- bowel leakage. Program 4 at 1.4v , ins (implantable neurostimulator ) was on. The patient increased to 1.5v.the patient could feel stimulation. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and fecal incontinence. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.